Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-32817 it was reported that the patient presented for a scheduled procedure. The patient's right atrial (ra) lead had exhibited loss of capture. The ra lead was capped and replaced on (B)(6) 2024. A second ra lead was presented during the procedure for an unknown reason. There were no patient consequences reported.